Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were cleaned. The system functions as intended.

Event description:
The customer reported that the system would not produce fluoroscopy x-ray. No patient injury was reported.